Event description:
The customer reported that the system displayed twice, a charger failed message. After a system rebooted, the error went away. The system is still being used.

Manufacturer narrative:
To repair the intermittent charger failed message upon boot up, the ge service rep replaced the charger board. Applicable calibrations were performed. The system is now operating as intended.